Event description:
Complaint received as follows: 'we were called by the head nurse of the operating room for an urgent meeting, during which we were informed that the physicians complained that it was impossible to deflate the saline 0.9% physiological solution from the inflated balloon.'

Manufacturer narrative:
(B)(4). Based on available info, our medical determination is that this malfunction is serious; because in some cases, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013.